Event description:
Ventilator was alarming "circuit disconnect." A new circuit was placed on the ventilator. A new message was displayed "unable to detect o2 flow." Pt was not in any distress while changing the ventilator-pt was bagged with 100% o2 during the change.